Manufacturer narrative:
(B)(4)

Event description:
The customer reports the guide wire was kinked inside the package. The device was not used.

Event description:
The customer reports the guide wire was kinked inside the package. The device was not used.

Manufacturer narrative:
(B)(4). The customer returned one packaging sleeve and guide wire for evaluation. Visual examination of the returned guide wire revealed three kinks. Under microscopic examination, it was noted that the coils were slightly closer together; however, they were not offset or unraveled. The packaging sleeve contained numerous bends throughout the length of the sleeve. The three major kinks in the guide wire body were located at 85 mm, 318 mm, and 336 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The customer report of guide wire kinked in packaging was confirmed by complaint investigation. The returned guide wire contained three kinks. The returned packaging contained numerous bends throughout. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.